Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient had diabetic ketoacidosis. Therefore, the patient was admitted to hospital for three days. The patient's blood glucose level at the time of hospitalization was 375 mg/dl. Also, the patient was feeling sick/unwell, was confused, and had ketones. During hospitalization, the patient received intravenous insulin drip (intravenous insulin infusion). The patient was in hospital for three days. Currently, the blood glucose level of the patient was 118 mg/dl. No further information was available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged. MDR retraction: the initial MDR with manufacturing report number 3003442380-2024-00657, was submitted on 06-may-2024. However, based on the investigation done on 18-jan-2026 and clinical review done on 19-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, no additional patient or event details have been received.